Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was involved in a car accident and hospitalized for low blood glucose. It was also reported that the customer was admitted in intensive care unit for several weeks. It was stated that the customer was under a medication for thyroid and allergies and the combination of medications may have caused the blood glucose to drop. The customer was released, but then admitted a few days later due to an infected incision from surgery. No further information was provided.